Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. The patient described the area as two open wounds on the back under the electrodes, stating that the areas are bleeding and oozing with a green pus in the middle. There was no alleged device malfunction contributing to the irritation. The patient¿s rn instructed to remove the lifevest until the wounds are healed. Follow up indicated that the skin irritation improved.